Event description:
New information noted that patient was asymptomatic. Patient was scheduled for reprogramming changes but did not present in clinic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was experiencing far-r wave over-sensing on their atrial lead that caused inappropriate auto mode switches. More information was requested but not received.